Event description:
It was reported the patient¿s catheter was cut on (B)(6) /2015 during an unrelated back surgery. The hcp requested that a company representative come in to aid in turning the pump off. The hcp was confirming if a company representative was coming. The patient was noted as having started to have some anxiety and tightness in her legs. The patient was being treated with oral valium and baclofen. On (B)(6) 2015 it was further reported the physician cut the catheter during a laminectomy procedure. The physician tied off the pump end and removed and the part of the catheter in the intrathecal space on (B)(6) 2015. The explanted portion of catheter was replaced. An intrathecal catheter segment was inserted and connected to the existing pump segment. The explanted portion of the catheter was discarded by the hcp. The patient experienced increased spasticity. The patient status at the time of the report was indicated as alive no injury. The healthcare provider further reported that the patient also was noted to have experienced increased spasticity after the catheter was cut. Catheter segments were not left in the intrathecal space but the catheter or catheter segments were left in the patient not in use. Per the hcp, the catheter was since revised by an orthopedic surgeon on (B)(6) 2015. The patient recovered without permanent impairment. It was unclear the type of baclofen the pump was used to deliver.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).